Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader powered on with button press, a blank screen was not observed therefore, the issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A caller reported customer being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced symptoms of hyperglycemia, dry mouth and was unable to self-treat. The customer had contact with a healthcare professional at the emergency room who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.